Event description:
The issue involves the crossmatch reinstate functionality within cerner millennium pathnet blood bank transfusion and affects sites that utilize the reinstate crossmatch preference. The crossmatch reinstate functionality is designed to allow the user to reinstate an existing crossmatch and extend the crossmatch expiration beyond the default specimen expiration. When a crossmatch is reinstated, the crossmatch expiration will be updated based on the reinstate crossmatch preference "enter the number of hours/days a reinstated crossmatch should remain active." The value entered in the preference will be added to the current date/time to determine the new crossmatch expiration. This allows clients to extend the crossmatch expiration for preoperative pts who have a negative antibody screen and have not been pregnant or transfused within the preceding three months. Failure to understand the crossmatch reinstate functionality could result in the inappropriate extension of the crossmatch expiration for pts who have been recently transfused or pregnant. These pts could have developed a clinically significant antibody and could potentially receive a red blood cell product that is incompatible. The system is working as designed and documented in the pathnet blood bank transfusion design considerations guide. Cerner received communication of an adverse pt event reported as a result of this issue. A unit of red cells was crossmatched on a specimen from (B) (6) 2008 and then released (untagged) on (B) (6) 2008. When blood was needed later on (B) (6) 2008, the crossmatched unit was retagged (reinstated). The unit was not issued and did not appear on the (B) (6) 2008 cerner batch crossmatch release report which is used by the blood bank to release expired crossmatches. The unit did appear on the report on (B) (6) 2008 based on the retagging date and not on the specimen expiration date after the unit was issued to the pt on (B) (6) 2008. The client filed a biological product deviation (bpd) report regarding the crossmatch issue. Cerner has not received communication of pt injury or death in relation to this issue.

Manufacturer narrative:
Cerner has distributed a priority review flash notification october 15, 2008 to all potentially impacted client sites. The software notification includes a description of the issue and reminder to alert the client base of the documented intended solution functionality. Additionally, cerner has provided further clarification of intended use in user documentation. Cerner corporation considers this issue resolved and no further narrative is required for f/u.